Event description:
It was reported stimulation no longer provides pain relief for the pt. In turn, the pt decided to turn stimulation off for a week to see how he feels without it. Follow-up revealed stimulation made his pain worse when it was turned back on. As a result, the pt plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.